Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the patient experienced a loss of fixture on (B)(6) 2019, subsequent to sustaining a head trauma. The patient was reimplanted with a new device at a later date.